Event description:
The facility representative reported that the display freezes up and beeps during patient use. Whether this occurred during an infusion was not specified. The hospital representative stated that were no reports of patient injury or medical intervention.